Manufacturer narrative:
The insulin pump was received with corroded motor assembly noted during our visual inspection. No moisture damage on the keypad traces or electronic assembly. The insulin pump passed displacement test and self test. No unexpected alarms noted. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump fell in water. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.